Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the pacemaker was in backup vvi mode. Further troubleshooting could not be performed. Subsequent interrogation revealed the device was at eri (elective replacement indicator). The device was replaced due to the elective replacement indicator. The patient was stable during and after the back up vvi issue and also during and after the explant due to eri.